Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on the lot history. The probable cause of the crack is due to a material issue on a vendor supplied part. The device history record was reviewed and a component/material issue inside of this device/set is included in the scope of an ongoing CAPA. Corrected information can be found in d10, h2 - if follow-up, what type null, h3 - device evaluation by manufacturer and h6 health effect - clinical code. D4 - expiration date null should have been blank (not na) in the initial emdr.

Event description:
A complaint was received regarding and unspecified number of 7" (18 cm) appx 0.30 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing that experienced holes resulting in leakage during patient use. It was reported that multiple extension sets for IV's have been found to have leaks caused by small holes in the tubing when placing IV's for outpatient surgery. When the tubing was flushed it leaks and causes blood to leak out of IV or meds and flushes not able to infuse. There was unknown patient harm.

Manufacturer narrative:
B3: date of event: the date of event is unknown, and (B)(6) 2025 has been used as a placeholder. D1: brand name: 7" (18 cm) appx 0.30 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing. The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.